Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump failed to vibrate during the self test due to a broken vibrator wire. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, stained address and serial number label, and a missing end cap sticker.

Event description:
It was reported that the insulin pump had an absence of vibrate anomaly. The setting on the insulin pump were found to be correct and the battery wasn't low. The anomaly persisted and no vibration occurred during the self test. Advised to return the insulin pump for analysis. Nothing further reported.